Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead revision procedure due to decreased sensing. Upon examination of the lead using a pacing system analyzer, it was discovered that the anomaly was exhibited by the patient's pacemaker. The pacemaker was explanted and replaced. The physician suspected that they damaged the device header with surgical tools but the damage was not confirmed. The patient was in stable condition.